Event description:
The farawave ablation catheter was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that catheter's irrigation was not working during the procedure. A new catheter was used. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.